Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that on september 18, a biopsy procedure was performed with a brevera system and during the procedure, a driver error was received saying to check driver. The staff reset the system and used a new device. The setup of the device went fine, but then when they started to sample they got an error of "no vacuum". They were able to get a sample and placed a clip, but not sure if the sample was enough tissue for pathology. The patient did not want to wait for pathology to determine if sample was sufficient. Therefore, the procedure was repeated at their other location the same day with no problems. A field engineer examined the device,and the driver was working properly and found the pinch valve was loose and could be moved in/out of the assembly console. The field engineer replaced the pinch valve console, and tested system with no driver or vacuum issue. System passed all tests and meets manufacturer's specifications. No additional information available.